Manufacturer narrative:
A product sample has been requested, however, it has not been received for evaluation at the manufacturing site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the cutter stopped cutting during a combined cataract and vitreoretinal eye surgery. The product was replaced and the procedure was completed without consequences to the patient. Additional information and product sample have been requested for this report.